Event description:
It was reported following implant procedure after leaving the operating room that the right ventricular lead exhibited loss of pacing. The patient was in asystole and external transcutaneous pacing was utilized. Diagnostic imaging confirmed lead dislodgment. The lead was successfully repositioned. The patient was stable and asymptomatic.